Manufacturer narrative:
The patient sample was requested for investigation but could not be provided. The software for this system was reloaded, therefore the calibration and qc data for elecsys toxo igg was not available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant positive results for 1 patient sample tested for elecsys toxo igg immunoassay (toxo igg) on a cobas 8000 e 602 module compared to the vidas method. The result from the e602 module was 64 iu/ml (positive). The result from the vidas method was 2 (negative). The positive result was reported outside of the laboratory. The e602 module serial number was (B)(4).